Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultrasmart meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. After the issue began on (B)(6) 2014, the patient reportedly managed his diabetes with more food/drink at the time of concern. In addition, the patient was able to administer self treatment with insulin (every shot was between 12-24 units of humalog). He did not develop any symptoms that would suggest a serious injury at the time of concern. The power issue was not resolved with troubleshooting. This complaint is being reported due to the alleged power issue. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.